Manufacturer narrative:
The report received from the affiliate indicated that the patient was included in the (B)(4) study. Approximately one month after an enterprise vrd assisted coil embolization of a right parasellar aneurysm, MRI noted an asymptomatic cerebral infarction of the cortex of the frontal lobe. No action/intervention was performed. The relationship of the event to the device was reported as unrelated and highly probably related to the study procedure. The patient recovered without sequelae. The patient was a female of (B)(6) with a medical history of hypothyroidism. The modified rankin scale (mrs) score before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. The right parasellar target lesion aneurysm was reported to be saccular with a 4.3 mm neck, and the neck to sac ratio was 4.3mm: 5.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.2mm. The enterprise vrd was implanted with no reported procedural complications, device deviations or adverse events reported prior to discharge. The occlusion rate of aneurysm was 80% after the procedure. Heparin 5000u was administered intra-procedurally. The act was 169 seconds pre anticoagulation and 288 seconds post anticoagulation. Heparin 6000 units was administered from index procedure day to one day post procedure. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg beginning three days pre-procedure. No further information is available and procedural images are not available. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424846. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with implantation of the enterprise vrd in the cerebral vasculature as outlined in the instructions for use. Although it was reported that the event was unrelated to the device, based on the available information no conclusion can be made regarding the relationship of the enterprise vrd to the event. During interventional procedures, the devices are advanced and withdrawn through the arteries. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. It is possible that patient, pharmacological, and/or procedural factors may have contributed to the event. With review of the available information and device history records there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that the patient was included in a clinical study (B)(6). The patient had a stent assisted coil embolization of the right parasellar during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. An enterprise vascular reconstruction device (vrd) and delivery stent was implanted. Approximately one month after the index procedure, a MRI noted that the patient experienced an asymptomatic cerebral infarction of the cortex of the frontal lobe. No action/intervention was performed. The relationship of the event to the device was unrelated and highly probably related to the study procedure. The patient recovered without sequelae. The right parasellar target lesion aneurysm was reported to be saccular with the neck 4.3 mm., and the neck to sac ratio was 4.3mm:5.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.2mm. The act was 169 seconds pre anticoagulation and 288 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. The act was 169 seconds pre anticoagulation and 288 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. Other devices utilized during the procedure were, excelsior sl-10/bs, silver speed/ev3, chikai/asahi intec, matrix2/bs(total 2), gdc/bs(total 2), cook shuttle sheath, x-celerator/ev3. No further information is available and procedural images are not available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.